Event description:
The customer reported to beckman coulter that approximately 20 ml of a clear fluid was leaking from the right side of the coulter lh 780 hematology analyzer. The leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed. There is an exposure control/risk management plan in place at the facility. The operator was wearing personal protective equipment (ppe), consisting of a laboratory coat, gloves and eyewear at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse found the tubing on the upper sheath restrictor coil was disconnected and diluent had sprayed along the side cover and out the bottom right hand side of the instrument. The fse replaced the tubing to the upper sheath restrictor coil resolving the leak. The fse also primed diluent and verified the instrument operation. Failure mode of the leak was related to disconnected tubing on the upper sheath restrictor tubing. (B)(4).